Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported problem could not be confirmed through system logs. Visual inspection revealed slight discoloration on the heatsink. During functional testing, an issue was identified wherein monopolar connector #1 did not detect or recognize the instrument. The log recorded errors m-37, m-0b, m-b0, and m-1f. The complaint was confirmed based on the failure analysis. The probable root cause of customer reported issues is attributed to faulty electrical components inside the generator.

Event description:
It was reported that bipolar ports did not detect the instruments. It was not recognizing instruments in any of the 4 ports. There was no report of patient involvement.